Event description:
It was reported that during an arthroscopy stabilization procedure using a speedstitch suturing device, the device needle fired properly, however it would not pick up the suture. A new needle and suture were opened and tried with this device, but with the same result. This event caused a surgical delay of 30 minutes and ultimately the surgeon opted to complete the procedure with a competitor's device. There were no pt complications reported as a result of this event.